Event description:
Philips received a complaint by the customer on the v60 indicating that the device produced a 110b-proximal pressure sensor auto zero failed alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
Customer states during patient set up the unit alarmed proximal pressure sensor autozero failed alarm message on screen, no patient harm reported and unit removed from service, customer replaced sol 3 and 4 and motor controller (mc) printed circuit board (pcb) but problem persisted. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm reported. It is unknown if the device was swapped out for a different unit. The rse advised the customer to replace data acquisition pcb and the cable to correct the reported issue. The rse also provided part numbers and advised the customer that if this does not address the issue to contact philips. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.